Event description:
Boston scientific received information that the patient implanted with this product developed an infection of an unknown origin and was placed on intravenous antibiotics. The system remains in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information, however, no additional information was available. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.